Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump stops and low speed events could not be confirmed as no log files were submitted for review. Although a specific cause for these events could not be conclusively determined as no product was returned for evaluation, the account reported that the events were consistent with the progression of the patient¿s previously noted driveline deterioration. The relevant sections of the device history records and the driveline, serial number were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had passed away at home. Data downloaded from the device showed that the left ventricular assist device (lvad) had been off at least 13 separate times between 15:24 and 15:37. When the lvad would turn back on and reach the set speed it was only able to maintain the set speed for a few seconds. Cumulative data showed multiple motor stopped alarms in quick succession when the driveline was connected. Voltages were seen to be fluctuating between the typical 14-16v and 0v. This was consistent with progression of the previously noted deterioration in the lvad driveline. The device had not been repaired or replaced since the previous driveline damage. The device did not operate as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to a driveline fracture.